Manufacturer narrative:
Device evaluated by manufacturer - the device was returned separated in two sections. The suture returned inside the catheter and it is separated in two sections. The suture key was not returned. The metal cannula was not returned. A 0.038" mandrel was inserted in both separated ends and it passed freely. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed (B)(4) 2013. It was reported that during a percutaneous transhepatic biliary drainage procedure the flexima apdl could be pushed and inserted into the patient. The procedure was completed with a non_bsc drainage catheter. No patient complications were reported and the patient status is stable. However returned device analysis revealed catheter separation and a suture wire break.